Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 9mm x 4cm balloon. No anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. An attempt was made to inflate the balloon with water using an in-house inflation device. The balloon leaked during inflation, likely due to the needle stick that the user used to deflate the balloon. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation port. Upon removing the balloon, it was noted that the glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, the flat edge of the glue bullet was noted to be slanted and was not perpendicular to the polyimide. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for deflation issues, as the balloon was unable to be functionally tested due to the user puncturing the balloon with a needle. The investigation is confirmed for a product quality issue, as the flat edge of the glue bullet was slanted, causing the glue bullet to become lodged within the outer catheter shaft. The evaluation found the glue bullet was lodged within the catheter shaft, blocking the inflation/deflation ports. The flat edge of the glue bullet was slanted and not perpendicular to the polyimide. The root cause for the glue bullet becoming lodged in the catheter shaft is manufacturing related and likely caused the deflation issues. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, a pta balloon would not deflate during use in an av fistula. The health care provider reported that a needle was used to deflate the pta balloon percutaneously. The hcp further reported that the pta balloon was retracted without difficulty following the puncture, and another pta balloon was used to complete the procedure. There is no known impact or consequence to the patient.